Manufacturer narrative:
No patient information provided as no patient was involved in this concern. Missing device manufacture date. No parts have been returned to the manufacturer for analysis. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation device being used outside of procedure. It was reported that the clamp was defective. It was not possible to close the screw clamp. No patient present.